Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during the load process. Subsequently, the pump was noted to be unresponsive. After connecting the pump to a power source, the pump turned on. During troubleshooting with tandem technical support, it was confirmed in the pump history that multiple malfunction alarms occurred. The customer's blood glucose level was 600 mg/dl with small ketones. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.